Event description:
User facility reported the physician believes a uterine perforation occurred while seating the disposable novasure device during and attempted endometrial ablation on "approximately" in 2009. Antibiotics were prescribed (name of the medication unk) and the physician "believes that (the) pt will heal completely". We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to eval the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.